Manufacturer narrative:
Zimmer biomet complaint number (B)(4). This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D1: brand name was updated. D4: catalog number was updated. D4: lot number was updated. D4: unique identifier (UDI) number was updated. D6a. Placement date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H4. Device manufacture date h10: narrative/data was updated. H3 other text : summary investigation.

Event description:
No additional information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D4: catalog number was also reported as tsvwb10; however, upon internal system review the lot # matched to tsvwb8 instead. G4: additional PMA/510(k) number ¿ k011028 / k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the patient experienced infection at implants tooth sites #46 and 47, which was observed on x-ray. Therefore, the implants were removed, the area was cleaned, and bone grafted.